Event description:
It was reported the pump was flipping within the pocket. The pump was dislodged from the sutures. The severity was mild. The pump was delivering dilaudid, bupivacaine and clonidine. It was later reported surgery was performed. The pump was re-anchored on (B)(6) 2013. The outcome was resolved without sequelae.

Event description:
It was later reported that the patient experienced parasthesia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).